Event description:
It was reported that during a pci procedure involving a 100% stenosed and calcified lesion in the proximal right coronary artery (rca), the maverick2 monorail balloon ruptured at 6 atms on the initial inflation. The procedure was successfully completed with another balloon. No patient injuries or complications were reported. Patient status is listed as "good".

Manufacturer narrative:
The device was disposed, therefore, no direct product analysis could be performed. A review of the manufacturing records for this batch (7966372) shows that the device met its material, assembly and product specifications at the time of its release to distribution. The exact cause of the difficulties experienced during the procedure could not be determined.